Event description:
It was reported that prior to use but after aspiration of medication with 2 bd® blunt fill needle "small particles" were discovered in medication. The following information was provided by the initial reporter: small particles were visible to the eye when a medicine was applied. The medicine had to be discarded.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303129 and lot number 230205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided. The picture displayed three (3) bd discardit syringes assembled with bd blunt fill needles. Black particles were observed within the syringes, with the understanding that the particles originated from the vial stopper. To aid in the investigation of this issue, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples were microscopically examined and no signs of bevel damage were observed. The needles were then used to puncture a laboratory vial (plastic stopper) and no difficulties were detected. After puncture, the needles were again microscopically examined and no particles from vial stopper fragmentation were found and all bevels were found to be well formed.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use but after aspiration of medication with 2 bd® blunt fill needle "small particles" were discovered in medication. The following information was provided by the initial reporter: small particles were visible to the eye when a medicine was applied. The medicine had to be discarded.